Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-aug-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent non patient cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10.

Event description:
It was reported that no fluid came out of the bd nano¿ 2nd gen pen needle. The following was recieved by the initial reporter: verbatim: the patient reported that no fluid came out. The patient is confident that patient's injection procedure is appropriate. The patient will not be satisfied without a written response from the hcp.

Event description:
It was reported that no fluid came out of the bd nano¿ 2nd gen pen needle. The following was recieved by the initial reporter: verbatim: the patient reported that no fluid came out. The patient is confident that patient's injection procedure is appropriate. The patient will not be satisfied without a written response from the hcp.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.